Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they received their implant yesterday and had a very bad night last night as was up every hour and a half and went a whole lot. Patient said that when they left the center they were told that they hadn't had anything to drink so they were instructed to drink water to get rid of the anesthesia. Patient said that they did drink a lot of water last night. Patient also said that every once in a while they have felt a burning sensation where the incision is. Patient said didn't feel any sensation in the bicycle seat area. When asked, patient said that the sensation comes and goes and it's not often. Patient mentioned that last night when they laid down they could feel the sensation but today they only felt it twice. Reviewed therapy information and general troubleshooting options, such as turning the stimulation sensation down or off, just to determine if still experiences the intermittent burning sensation. Also explained that the intermittent burning sensation could also be the incision site itself. Patient decided will maintain stimulation level and will continue to track symptoms. Patient said that will monitor and they might connect to the implant before their appointment. Patient said has an appointment with healthcare provider in a week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.